Event description:
It was reported that at start of shift, foley catheter was intact, functioning and patent. A0100 output measurement obtained without incident at 0200 output, found no urine in the urimeter, collection hub missing and urine in the patient's bed. Removed malfunctioning device and replaced with new device. No patient harm but required placement of new foley catheter.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. Corrections: d, e. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the start of shift, foley catheter was intact, functioning and patent. A0100 output measurement obtained without incident at 0200 output, found no urine in the urimeter, collection hub missing and urine in the patient's bed. Removed malfunctioning device and replaced with new device. No patient harm but required placement of new foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.